Manufacturer narrative:
(B)(4). Title open inguinal hernia repair with self-gripping parietex progrip mesh: retrospective study of 204 cases. Source g chir vol 40 - n.1- pp. 26-31 january-february 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study, a retrospective study evaluating the outcomes of inguinal hernioplasty with the mesh, post-operatively, one case of cutaneous infection and 3 cases of seroma were observed and treated conservatively. Two cases of recurrence were reported at 2 years post-op.